Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months, indicates that no confirmed, complaint trends have been observed for the event a050401, fluid/blood leak.

Event description:
The device has been explanted.

Event description:
Physician reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings on the device. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.